Manufacturer narrative:
(B)(4). Investigation completed on (B)(4) 2011, that concluded the following: results from finished goods and returned cartridge testing indicate that ctni lot (B)(4) cartridges had a section of 250 cartridges out of a total of 8800 cartridges were found to be deficient with respect to the rate qcc 123 results. There were no other deficiencies or quality issues identified related to the customers complaint.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that were yielding quality check codes 123, 133, and 143. Based on the info available at the time, there were no injuries associated with this event. The investigation was completed on (B)(4) 2011.